Event description:
The pt was bilaterally implanted with siltex salines on 9/12/97, subsequently it was noted that the pt had developed infections in both breasts and the prosthesis were removed on 9/17/97.